Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded bruxism and mechanical overloading of the implant. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.